Manufacturer narrative:
The MFR received date is corrected from july 20, 2018, to june 20, 2018, based on the date of DHR review.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of device history record review, update device evaluation results and potential cause. The device history record was reviewed. The review showed no anomalies at the time of manufacturing release. The device evaluation was re-visited, and it was determined that an approximately 31.69 mm section of the coil sheath was missing and that the customer¿s complaint was confirmed. A potential cause for the coil sheath detaching is the bending of the needle device distal end during the procedure, leading to the needle tube catching onto the coil and detaching it at needle push-out.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, update the lot number. The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint for device breakage. The evaluation found that the insertion portion was coiled out of shape, and there was a small bend in the middle of the insertion portion. The stylet could not move freely due to the bend in the middle, but the needle was able to extend and retract. There was no observed breakage in the needle tip, sheath, or other portion of the device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential cause for the device fragmentation is operator technique. The instruction manual has several recommendations for avoiding damage to the device: ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ ¿do not insert the instrument abruptly.¿ and ¿do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly.¿ a potential cause for the sheath fragment being left in the patient is not visually verifying the device when it is inserted or withdrawn. The instruction manual states: ¿do not withdraw the instrument from the endoscope unless the needle slider is pulled out completely (the needle is completely retracted into the sheath)¿ and ¿do not extend the sheath from the distal end of the endoscope without confirming it in the endoscopic field of view. Otherwise, it could cause patient injury, such as perforation, pneumothorax, bleeding, or membrane damage. It could also damage the endoscope and/or instrument.¿ and ¿before disposal, confirm that the needle is completely retracted into the sheath... Otherwise the needle¿s sharp distal end could cause injury and/or cross contamination.¿ as a preventive measure, the instruction manual also has directions for pre-procedure inspection and functional verification of the device.

Event description:
Olympus was informed that after a linear ebus procedure in which the device was used to sample lymph node 11l, the patient was discharged from the facility and later coughed up a broken off, hooked shaped piece of the sheath surrounding the collection needle. The fragment was approximately 1 inch in extended length. There was no reported bleeding, pain, or additional medical or surgical intervention to address the event.